Manufacturer narrative:
The issue was temporarily resolved via a restart of the central, however later reoccurred. A field service engineer reached out to the customer who stated the issue was no longer occurring and the customer declined further support. Cause of failure was not determined.

Event description:
The customer reported that while monitoring patients, the xhibit central station had become frozen. There was no patient or user harm associated with this event.